Event description:
The patient was undergoing a thrombectomy procedure left and right pulmonary arteries using an indigo system flash aspiration catheter (flash catheter) and a non-penumbra sheath. During the procedure, the physician completed two passes in the right lung. Next, the flash catheter was advanced to the left lung. It was noted that the physician was torquing the flash catheter within the lower main and left lobe. After initiating aspiration in the lower lobe, the patient started coughing blood. The patient was rolled to their left side and a rapid response team was called to stabilize the patient. The patient became unresponsive, CPR was initiated, and the patient was ventilated. The procedure ended at this point and the patient expired. The physician concluded the hemoptysis may have been due to a perforation while torquing the catheter. However, a perforation was not visualized via imaging.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.